Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The mbt revision post trial broke while impacting.

Manufacturer narrative:
Examination of the returned device confirmed the reported breakage. The root cause is attributed to suspected misuse through side loading/leveraging was applied during removal from the tray. Based on the determination of misuse and the low frequency of reported events, the need for corrective action is not indicated. Monitor through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.